Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is not receiving effective stimulation and is experiencing a pulling sensation in her right leg. A sjm rep met with the pt and lead diagnostics showed all contacts were invalid. Reprogramming was only able to capture left side coverage. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.